Event description:
A report was received that the pt will undergo a pocket revision procedure because, the ipg was flipped in the pocket. During revision, the physician found infection and explanted the pt's entire precision system. The pt was prescribed IV antibiotics. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.